Event description:
Product surveillance representative was notified of the home pt being diagnosed with peritonitis in 2005 when making a follow up phone call to the patient about four months later regarding the original report of abdominal pain in 2005. This report of peritonitis was confirmed in a subsequent conversation with the home patient's nurse a month later. The patient was treated with antibiotics and is currently on hemodialysis.